Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 197 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No unexpected scrolling of numbers noted during testing. The device had intermittent button response on the up arrow button due to moisture damage on keypad traces noted. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.